Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to reprocessing being conducted improperly by the user. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: - detection methods are written in IFU: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: cf-ez1500dl/I operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was remnants of a white crystalized contamination believed to be an infacol (simethicone) type product in the jet tube. Also, evaluation found the light cover glass was chipped, the glass adhesive was worn, the distal end cap was worn, the distal end adhesive was worn, the air/water housing and colored ring was worn, the insertion tube orientation was out of alignment, angulation was reduced, water removal did not meet the specifications, the automated air leak test failed, and the electrical safety test failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the colonovideoscope was flushed with infacol and there was possible white contamination in the channel. The issue occurred during maintenance. The customer did not know how many times the scope was flushed with infacol and they did not know if the scope was used on a patient. There was no reported patient harm or impact due to this event.